Manufacturer narrative:
Vyaire complaint #: (B)(4). The service technician was able to verify the customer's reported problem, "will not power up. The ventilator was tested with a known good a/c adapted connect. An attempt to power on the ventilator was made but it would not power on. Bench testing reveals a malfunction hybrid board which was creating the power on issue. Visual inspection reveals component q602 has burn marks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the revel ventilator will not power up. The customer stated there was no patient involvement.